Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a weak urine stream. The patient stated that he had a follow-up appointment on (B)(6) 2018 with the health care professional (hcp) and the hcp thought the patient might have accidently increased the setting, but was directed to decrease it, which the patient did. The event was reported as sudden and the patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was not voiding like they should since the day of the report. It was noted they still had urgency to go. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient decreased his stimulation voltage to 0.7v from 4v and that improved his symptoms. The health care professional stated that the patient again turned up the stimulation soon thereafter and had to be coached through turning it back down. There were no symptoms or complications reported or anticipated.